Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "down stream occlusion snsr". Evaluation did not reproduce the reported symptom and the downstream sensor readings were found to be out of specification (high readings) with a fluid filled set. Physical inspection of the downstream tubing guide assembly found it to be out of specification. The downstream tubing guide assembly was reworked.

Event description:
It was reported that a spectrum pump was returned for "downstream occlusion sensor". It was also reported there was no patient involvement.